Event description:
Country of complaint: (B)(6). There was a tiny piece of blade (size 12d) broken and trapped in the bone during a dental surgical procedure. The broken tip of the blade was identified by the perioperative radiograph. It was subsequently removed and the postoperative healing was fairly uneventful for the patient.

Manufacturer narrative:
Evaluation: complaint device was not returned. DHR checked: no deviations from the specifications could be ascertained. No hints for material or product failures could be ascertained. A final reason for the breakage cannot be determined. Most likely, the blade broke because of a mechanical overload situation.